Event description:
Customer reported that she was hospitalized in critical care unit in (B)(6) 2012 due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was over 1000 mg/dl. Customer stated that her insulin pump has been stored without a battery since hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.